Event description:
It was reported that during a laparoscopic sigma procedure, the device would not fire. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: one device was returned with the articulation lever broken off, otherwise in good visual condition; a cartridge was returned not loaded; the cartridge was found to be unfired and with the lockout tab in normal condition. When tested for functionality with a test cartridge, the device fired conforming; however, the device was disassembled to examine the condition of the internal components and the articulation gear teeth were noted to be broken; no other anomalies were noted. It has been noted that due to the condition of the articulation gear teeth, malformed staples can be produced.